Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 4 years and 7 months due to unknown reasons. A 23mm edwards surgical valve was implanted in replacement. No additional details were provided.